Manufacturer narrative:
(B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr medical record received. After review of medical records, patient was revised to address adverse reaction to metal debris from mom hip prostheses resulting to pain, elevated metal ions and pseudotumor. MRI showed adverse reaction to metal debris and pseudotumor. Operative note reported "trunion" had evidence of corrosion but intact. Added medical history, lab result cobalt 51 (no unit provided). Corrected patient identifier and patient name

Event description:
Correct affected side is the left.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges metal poisoning, metallosis from metal debris, excessive levels of metal ions, pain and emotional distress.